Event description:
Failed pressure cal. Pressure sensor- failed calibration. Bezel assembly- lower hinge crack. Iui- contamination. Ail sensor assembly- damaged/cracked. Case rear- damaged/cracked. There was no patient involvement. 03/12/2018 08:05:30 (B)(6) . Po for (B)(6) approved by (B)(6) shipping & billing address confirmed. Customer cannot approve level 2. Please contact customer if additional charges apply. Npi. 03/19/2018 08:35:23 (B)(6) . Est - mnr to mjr. 03/22/2018 07:26:34 (B)(6) . Updated from mnr to mjr for the major repair needed per lien tran, service tech. Repair approved by (B)(6) . No change to the po#. 03/26/2018 08:05:17 (B)(6). (B)(4).

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and trackwise files and found relevant to the service repair. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was previously returned for service. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The database showed no quality notifications were opened for the device. The customer stated that there was no patient involvement.

Event description:
(B)(4).